Event description:
During surgery blade on vessel sealer extend, would not retract. Surgeon pushed blade back in with another instrument. X-ray performed to confirm not pieces retained in patient. Instrument was later evaluated, and blade was observed in instrument. Instrument being sent to company for malfunction assessment. Follow up with manager involved in device malfunction and collection. Surgeon was using the vessel sealer actively in the patient when it malfunctioned, and the blade would not retract after activating it through tissue. They were able to get the blade to retract by using another instrument. The vessel sealer was attempted to be used again, and it again malfunctioned, and the blade could not be seen. The vessel sealer was then removed from the patient and sequestered on the sterile field. Precaution was taken that possible a portion of the equipment could have been in the patient, so a cray was obtained for any potential foreign body. Xray was negative. At the end of the procedure, the vessel sealer was further investigated by removing some components, and the blade was inside the instrument. The instrument was sequestered and given to the manager and will be sent to the manufacturing company for assessment.